Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a roux-en-y procedure, about an hour into the case a tear occurred in the trocar seal which created a loss in co2. Current patient status is good. No damage or patient injury. No unanticipated tissue loss, unintended colostomy, laparotomy, reoperation, etc. No cause more than 250cc of bleeding. Surgery was not delayed more than 30 minutes. To correct the condition a new device was used.